Manufacturer narrative:
G4:01dec2020, b4:02dec2020 . During the evaluation, it was also noted that the power led (light emitting diode) had a failure. The service technician replaced the power switch overly to resolve the issues with the led. The device passed all testing and returned to full functionality submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16oct2020.

Event description:
It was reported to philips that the device displayed check vent: alarm led failed. The device was not in use at the time of the event. There was no report of patient or user harm. This issue occurred during pre-use check. The device was evaluated by a philips service technician and the error log confirmed the occurrence of an error code indicating alarm led failed. The power switch overlay was determined to need replacement.